Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "upon impacting cup with handle, it was noticed that the plastic grip on the handle was cracked."